Event description:
It was reported that a patient experienced a break in aseptic technique coincident with peritoneal dialysis (pd) therapy which resulted in the development of peritonitis. The break in aseptic technique was further described as touch contamination. The patient was hospitalized for the event with symptoms of abdominal pain, inability to eat, and diarrhea. The patient was treated with gentamicin intravenously (80mg, frequency not reported) for the peritonitis. Dianeal therapy was discontinued and the patient was switched to hemodialysis permanently. After eight days, the patient was discharged from the hospital. Three days after discharge, antibiotic therapy was discontinued. The patient was reported to be recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.